Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch j1447421, batch j1443968, batch j1437495, batch j1500122.

Event description:
It was reported that the patient underwent an unknown surgical procedure on an unknown date and a drain was implanted. On the next day following the procedure, choking of the reservoir occurred. When pulling out the drain from the patient, as there was no more drainage, bleeding from the valve was found and the drain seemed to be choked. There were no adverse patient consequences reported. Additional information has been requested.